Event description:
The customer reported that the device has a black screen when the field service order (fco) (B)(4) was being installed. There was no reported patient or user involvement and no adverse patient/user impact.